Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted salpingo oophorectomy surgical procedure, the 8mm maryland bipolar forceps instrument had the end of the shaft near the instrument tip come out and the site could not get the instrument out of the cannula.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken main tube approximately at the distal tip. Fragments were found missing. The components adjacent to this broken main tube do not show damage. Additional observation not reported by site: the instrument was found to have corrosion on the bearings. Pitch and grip input disk bearings exhibit orange discoloration. The corrosion was observed to be found on the outer ring of the bearing.

Event description:
Refer to h10/h11 for follow-up information.